Event description:
A new case of meningitis was reported to cochlear americas in 2008. Per the audiologist, the patient was admitted to the hospital in 2007, (exact date not reported) with meningitis and then again in 2008, (exact date not reported). The surgeon reported that "the meningitis was unrelated to the implant", but related to a common cavity malformation in the contralateral ear. The patient died in 2008. Per the surgeon, the death was unrelated to the implant.

Manufacturer narrative:
This report filed, december 03, 2008.